Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer ref: 3005334138-2022-00013. During a premature ventricular contractions procedure, a pericardial effusion occurred that was diagnosed via ultrasound. Following mapping in the right ventricle, at the beginning of the transseptal puncture when inserting the introducer, the patient was complaining of chest pain. Both fluoroscopy and ultrasound revealed no issues at the time. For the next thirty minutes while mapping the left ventricle, the patient still complained of pain and gradually became hypotensive. An ultrasound then revealed a pericardial effusion. A pericardiocentesis was conducted in order to stabilize the patient. The procedure was cancelled and the patient was noted to be stable upon leaving the operating room. There were no performance issues with the abbott device.